Event description:
It was reported that the ech60l moved slightly unexpectedly on the 2nd firing of a gastric sleeve procedure. He stated that it was after the device was fully articulated and locked on to the stomach. There was no clinical issue or patient harm, but he didn¿t like that it moved slightly medial right when he engaged the firing trigger. There was no delay. No fragments made, procedure was successfully completed. No patient harm.

Manufacturer narrative:
(B)(4) date sent: 9/6/2023. D4: batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.